Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the available information, the root cause of the reported event could not be determined; however, it is likely that user related factors may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic got caught in the delivery device while attempting to inject the lens into the eye. As a result the incision was enlarged in order to remove the lens. The second lens was implanted successfully and sutures were used to complete the surgery. The root cause was attributed to a loading error. In the physician's opinion, prognosis is good.